Event description:
One freezing container was found ruptured when removed from liquid nitrogen for thawing. Some of the contents of the container, peripheral blood stem cells for transplantation, were lost at the time of the event. Sufficient back up cells were on hand for transplantation. No adverse pt event reported in association with the breakage. The container was disposed of at the time of the event. Upon investigation it was revealed that this account does not transition the product in the vapor phase of liquid nitrogen storage for a minimum of 4 hours prior to immersion in the 37 degree centigrade water bath for thawing. The labeling provided with the product advises this practice to help ease the thermal shock on the product.